Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the upper right corner of the pump touch screen was caved in. Reportedly, customer slept on top of the pump and the touch screen became damaged. Customer is unable to interact with the pump due to the touch screen becoming black. Customer's blood glucose was between 142-195 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.